Event description:
The customer reported obtaining erroneously low creatinine kinase (access ck-mb) results of 0.00 ng/ml, for two (2) patient samples, involving the access 2 immunoassay analyzer. Subsequent repeat of the samples on the same instrument produced higher ck-mb results which better matched the expected value for the patients. The customer stated that the results were not released out of the laboratory until all repeat testing were completed. There was no change or affect to patient treatment in connection with this event. All system parameters, including calibrations, quality control results, and system checks were performing within the assay/instrument specifications prior to the event. The customer confirmed that the instrument did not generate any error messages at the time of the event. The samples were sodium-heparinized plasma samples which were centrifuged at 3500 rpm for ten minutes. The samples were collected in 4 ml tubes and sampled from the primary tube on the instrument. The customer did not re-centrifuge the samples prior to repeat testing. Troponin was also run on these samples and the results were reproducible.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse found the pipettor to be dirty and proceeded to replace the pipettor. The fse also discovered that the ultrasonics voltage to be out of specifications and proceeded to adjust the voltage to within instrument specifications. Repair was verified per established procedures and results met published specifications. Failure mode is likely attributed to hardware/system malfunction leading to the ultrasonics voltage being out of instrument specification; the fse adjusted the voltage to resolve the issue.